Event description:
Related manufacturer reference number: 2017865-2025-12884. It was reported that a patient presented with erosion noted on a lead in the patient's system with patient discomfort noted. The lead position was not specified and no infection was confirmed. The lead was revised and washed out on (B)(6) 2025. The patient was stable pre, during, and post procedure. There were no adverse consequences to the patient.